Event description:
International affiliate reports that liquid (water) came out of the device (confidence pump). As a result, it had not been possible build up pressure to deliver confidence cement. Another kit was available to complete the procedure and there were no adverse consequences to the patient.

Manufacturer narrative:
A visual inspection was performed on the returned product (pump and cement reservoir). The confidence kit¿s hydraulic pump was returned with a low amount of water remaining and no water in the rear chamber. No other abnormalities or defects were observed. A functional evaluation was performed on the returned product and building pressure in the system until the safety release valve triggered resulted in no leakage. Further testing determined the hydraulic pump was able to build enough pressure to deliver cement and the system is working as intended. Review of the device history records for the kit and its pump and cement components found the lots met specification requirements. No issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve review of complaint trend analysis for the product family found no emerging trends. The reported issue of a leak from the device was not confirmed after functional evaluation and could not be replicated. No abnormalities were detected with the returned product and the device is functioning as intended. The root cause of this complaint is unknown. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.